Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014 . According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, it failed to release from the catheter to deploy. They cut the delivery catheter with wire cutters near where the handle exits the scope and removed the scope from the patient. As they were removing the scope, the resolution clip detached from the mucosa and was removed from the patient. The bleed was able to clot on its own and no additional intervention was required. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported issue of clip failed to release from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.